Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 64 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. Customer stated that she had only been using the truemetrix meter and strips for one week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer was not concerned with the high results): result 1:64mg/dl date: (B)(6) 2018 time:821am fasting, result 2:176mg/dl date: (B)(6) 2018 time:635pm fasting, result 3:178mg/dl date:(B)(6) 2018 time:234pm fasting, result 4:128mg/dl date:(B)(6) 2018 time:858am fasting, result 5:300mg/dl date:(B)(6) 2018 time:627pm fasting, customer states that she have only been using this meter and strips for 1 week now.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/5/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 64 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. Customer stated that she had only been using the truemetrix meter and strips for one week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer was not concerned with the high results): (B)(6). Customer states that she have only been using this meter and strips for 1 week now.